Event description:
The customer reported that the power cord on the system was damaged. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The power cord was resecured to the system and the screws were tightened. The system was tested and operates as intended.